Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change procedure. Upon interrogation of the device, a history of multiple low impedance episodes and slightly high threshold were noted on the right ventricular lead. The patient had experienced a few instances of pectoral stimulation. The lead was capped and replaced on (B)(6) 019. A venogram showed the vein was patent. There were no patient consequences.